Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Functional testing included use testing. The pump was powered on and the double beeping was unable to be duplicated. The downstream occlusion sensor was replaced as a preventative measure. The screen was also replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.